Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received power error. The customer¿s blood glucose level was 100 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Power error 25 due to connector resistance issue with the electrical board.